Manufacturer narrative:
E1: initial reporter facility name: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt venous side. A 5.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation at 2 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous shunt venous side. A 5.0mm x 40mm x 50cm athletis balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon inflation at 2 atmospheres. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
(B)(6). Device evaluated by MFR: the athletis was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 1mm distal from the distal markerband. A visual and tactile examination identified a shaft kink approximately 165mm proximal from the distal tip. A visual and tactile examination identified no damage to the tip.